Manufacturer narrative:
The initial testing was performed with the sensitive application of the assay. As retesting with the standard application showed a good correlation with the result from the other laboratory, the issue is consistent with a high dose hook effect. In product labeling for the sensitive application " high dose hook effect: no false result up to an iga concentration of 20 g/l (125 mol/l, 2000 mg/dl) occurs due to an antigen excess within polyclonal specimens." Product labeling also states "as with other turbidimetric or nephelometric procedures, this test may not provide accurate results in patients with monoclonal gammopathy, due to individual sample characteristics which can be assessed by electrophoresis. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable iga-2 tina-quant iga gen.2 result for one patient from the cobas 6000 c 501 module. The initial result was 123 mg/dl and was reported outside of the laboratory. The doctor questioned the result and the sample was sent to another laboratory for repeat testing. The repeat result was 7000 mg/dl. The reagent lot number was 43873201 with an expiration date of 31-aug-2021.